Event description:
The biomedical engineer (bme) reported that a central nurse's station (cns) went down and needed assistance setting up a new cns. Tech support (ts) assisted in setting up the unit. Issue resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that a central nurse's station (cns) went down and needed assistance setting up a new cns. Tech support (ts) assisted in setting up the unit. Issue resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 08/26/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information.

Manufacturer narrative:
The biomedical engineer (bme) reported that a central nurse's station (cns) went down and needed assistance setting up a new cns. Tech support (ts) assisted in setting up the unit. Issue resolved. No patient harm was reported. Investigation conclusion: the customer reported that the cns (sn(B)(6) went down and is attempting to set up a new cns (sn (B)(6). Assistance in setting up the parameters was requested. To assist with this request, information on how to set the parameter priority was provided to the customer. A new ticket (B)(4) was initiated for the affected cns. However, the affected cns was not returned. Therefore, no further investigation will be performed. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that a central nurse's station (cns) went down and needed assistance setting up a new cns. Tech support (ts) assisted in setting up the unit. Issue resolved. No patient harm was reported.